Event description:
The customer reported shock and pacer equipment malfunction error messages during opcheck.

Manufacturer narrative:
(B)(4). The customer reported shock and pacer equipment malfunction error messages during opcheck. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.